Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the rebar 18 catheter and solitaire 4-20 stent devices were returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the rebar 18 catheter tip and marker were examined, and no damages were noted. The catheter body was kinked at ~1.0 cm to ~3.0 cm from the distal tip. No flashes or voids were noted on the catheter hub, and no other anomalies were found. Testing/analysis: the rebar 18 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.021-inch mandrel through the hub without issues. Resistance was observed at the damaged locations. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ complaint was confirmed, as the returned rebar 18 catheter was kinked. The damage likely occurred when the customer attempted to advance the solitaire 4-20 stent device through the rebar 18 catheter against resistance. However, the root cause of the resistance complaint could not be determined. Possible causes include vessel tortuosity, incompatible devices, catheter or device damage, guidewire or delivery system damage, or insufficient hydration of the guidewire or delivery system. In this event, the customer stated that the vessel tortuosity was normal, ruling out vessel tortuosity as a potential cause. Therefore, incompatible devices, catheter or device damage, guidewire or delivery system damage, or insufficient hydration of the guidewire or delivery system could have contributed to the resistance complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the tip end was only kinked, and no breakage occurred. Catheter navigation was not difficult and it was in place. After it was in place, the stent was placed. The stent had very great resistance after entering the microcatheter. The surgeon judged that the resistance might be because the stent tip was kinked. There was no damage or evidence of tampering to the device packaging. Normal hydration was performed prior to the damage being seen. There was no kink or damage on the catheter or pushwire. The tip of the solitaire sheath was secured into the hub of the microcatheter.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon used sfr4-20 for thrombectomy. After the stent was taken out of the package, it was found that the tip end was kinked and broken. The surgeon tried to push the microcatheter in, but there was great resistance at the proximal end of the catheter and it could not be pushed forward. The catheter stent was removed from the body as a whole, and after removing from the body, the stent was replaced to complete the operation. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an acute ischemic stroke in the middle cerebral artery. It was noted the patient's vessel tortuosity was normal. There were 0 passes with the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.